Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 lot number 22099435 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxguard¿ extension set was blocked during the saline flush. The following information was provided by the initial reporter: "nurses reported they were unable to flush through line with normal saline when preparing to make med administration line".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ extension set was blocked during the saline flush. The following information was provided by the initial reporter: "nurses reported they were unable to flush through line with normal saline when preparing to make med administration line".